Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with the helix noted extended and clogged with blood/ tissue. No lead anomalies were found except for procedural damage. The full helix extension length was measured within specification.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right atrial (ra) lead was dislodged when the right ventricular (rv) lead was extracted. Fluoroscopy confirm the ra lead dislodgement. The ra lead was explanted and replaced. The patient was in stable condition.